Event description:
The reporter states that the customer obtained the following blood glucose comparisons on the accu-chek compact plus system: 39mg/dl and 96mg/dl; 96mg/dl and 31 mg/dl; 126mg/dl and 71mg/dl. All aforementioned tests were obtained within 10 minutes. No reported actions taken based on the blood glucose results. No adverse event reported. New system sent and return requested.